Event description:
The customer reported a generator error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the generator controller board. System operates as intended. This MDR is related to ge healthcare complaint.